Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.